Event description:
The caller alleged discrepant results when repeated the test with inratio meter. The test results are as follows: 2008, 1.3. 2008, 2.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio repeated test. The results provided by the end users are as follows: 2008: 1.3, 2008: 2, average: 1.65, stdev: 0.49, %cv: 30.00. As per the internal procedure rev. 2 for the imprecision is greater than 20% the criterion is not met. For this event the %cv is 30% so the criterion is not met. Product will be investigated. Also as per the internal procedure rev. 2 section 8.3 if the time elapsed exceeds three hours there is a high possibility that the discrepancies are due to changes in the status of the patient.